Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The nurse reported a loss of therapy and the patient was in the ER for assistance. The patient was not feeling stimulation and believed the implant was off. It was further reported that the patient had a fall and since then doesn't feel stimulation. The patient believed the fall caused his implant to turn off. This was a sudden change. The patient was traveling and didn't have his recharge or patient programmer (pp). The patient's health care provider (hcp) reported via follow up that the patient was at an ER visit when the report occurred. Information/recommendation was done over the phone. Two days after the fall the patient was able to use stimulation without difficulty and did not feel the need to come in for the interrogation. The indication for use included spinal pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.